Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 and posterior prolapse. It was noted the pre-procedure mean pressure gradient (mpg) was 2mmhg. An xtw clip was inserted and deployed on the mitral valve without issues. The gradient slight increased to a grade of 4mmhg. To further reduce mr, an xtw clip (31113r1043) was inserted, and grasping was performed. However, the mpg increased to 8mmhg. Due to the increased gradient, the clip was retracted into the left atrium (la). At this time, it was observed a chordal rupture had occurred and the posterior prolapse had then progressed into a flail, causing mr to increase to 3-4. The clip was removed and replaced an xt clip (40103r1088). It was noted the gradient returned to 4mmhg when the xtw clip was removed. The flail was able to be treated and mr was reduced to a grade of 1-2. However, the mpg had increased to 7mmhg. On (B)(6) 2024, echocardiography was performed and showed the xt clip had detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. All information was investigated, and a cause for the reported difficult to remove from the anatomy (clip becoming caught in anatomy) cannot be determined. Unspecified tissue injury appears to be related to difficulty removing the clip from anatomy and is therefore related to procedural conditions. Tissue damage/injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.